Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ec34-i10l-us is available in the USA with a 510k number: k131855. We checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water channel. In addition, we confirmed that the angle wire play, the air/water nozzle clogged, the nozzle gluing missing, the bending rubber bubbling, and the u/d and the r/l pulley wires rupture; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.